Manufacturer narrative:
The unit had broken battery tube threads, a cracked reservoir tube lip, and a cracked case. The unit also had a black shadow on the display due to a warped and uneven pcb on the lcd board. (B)(4)

Event description:
The customer called in to report a crack on the battery compartment. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.